Manufacturer narrative:
No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room with symptoms of sepsis, which include fever, chills, and weakness. The patient was subsequently treated with antibiotics as a precaution for endocarditis. This product is still in service. No additional adverse patient effects were reported.